Event description:
It was reported that the patient had a pump implanted in 2008. The following day the spasticity had improved. After the surgical procedure the patient was only able to get up to go to the bathroom. Two to three days later, the patient's spasticity had improved and he was walking well. The spasticity returned on the 4th postoperative day. X-ray revealed that the catheter had migrated. The patient hyperflexed his lumbar spine at one point; this was considered a possible cause for the migration. The spinal catheter was replaced one week later. The patient recovered. The pump contained gabalon.